Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported following implantation of intraocular lens, the patient's visual outcome was not as expected. The lens was explanted in a secondary procedure and replaced with another model lens. Additional information has been requested.

Manufacturer narrative:
Additional information provided in b.2., b.5., and h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the different lens model indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.